Event description:
The customer reported the +18.0 diopter (B)(4) collamer single piece lens got stuck in the injector as the surgeon attempted to insert the lens. There was eye contact but the lens was not implanted and there was no injury to the patient. Another same model/diopter lens was implanted without incident. The reporter stated it was a very hectic day for surgeries so the event was likely due to a tech loading error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes: results - visual inspection of the returned lens showed tears in the haptic plate. The injector and form tip plunger was not returned. (B)(4).